Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a break in the hypotube, 720 mm distal to the strain relief. Multiple kinks were also noted along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No issues were noted with the hypotube that may have caused the break. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. The balloon could not be inflated due to the condition of the returned device. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20 june 2017. It was reported that a balloon failed to inflate. The target lesion was located that the diagonal branch of the left anterior descending artery. During the procedure, it was noted that balloon failed to inflate when it reached the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that the hypotube of the device was broken.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that there were no detachments or breaks noted on the shaft of the catheter during the procedure.